Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable hbv results with the cobas® mpx - 480 assay for a donor patient sample tested on the cobas 8800 analyzer. Two aliquots of the donor sample were taken. On (B)(6) 2025, the first aliquot was tested as a primary pool of 6 (pp6) and the result was non-reactive. Serology was negative. After 4 months, a new sample was obtained from the donor and tested as a pp6 on (B)(6) 2026 and the result was hbv reactive. The resolution testing was also hbv reactive. On (B)(6) 2026, the second aliquot of the original sample was tested with the cobas hbv assay, and the result was positive (<titer min).